Event description:
Reporter noted metal particles during frag of sublexed lens in posterior vitreous. Most particles were removed, with only a few insignificant fragments remaining that were resting tightly. Pt's prognosis was reported as good; no injury reported.